Manufacturer narrative:
The ventilator was investigated on site and the pressure transducer printed circuit board (pcb) was replaced and returned for further investigation. Simulated use testing of the received pcb has not reproduced the described customer issue. An evaluation of the received device logs could confirm the event. Date of event is set to 2020-07-09 according to device logs. Microscopic inspection of the pressure sensor showed that there was dirt/particles in the ceramic cavity on the top of the sensor's chip. This might cause the offset value on the pressure transducer to drift. The dirt in the cavity is probably the cause of the failure. The root cause of the dirt/particles has not been determined. A defect pressure transducer pcb may lead to a false measured pressure and a pressure that deviates from the set pressure parameters. If the measured pressure exceeds the user set alarm limit, this failure will be noticed by the user by generated high priority alarms and the safety valve will open. If present, the fault will be detected during pre-use check.

Event description:
Manufacturer's ref (B)(4).

Event description:
It was reported that the ventilator failed the internal leakage, pressure transducer and safety valve tests during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).